Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic bypass procedure, when stapling the tissue, the staple line opened and there was poor staple formation and the staple line opened. Manual suturing was done to resolve the issue.